Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported "brief episodes of lightheadedness". It was noted this may possibly be related to managed ventricular pacing and loss of conduction during atrial fibrillation (af). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.